Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia to 250 mg/dl after reconnecting a new dexcom g7 during the ilet learning period, with glucose returning to range after meals and overnight and without symptoms or alarms. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education by customer care regarding ilet learning continuity and proper use. Investigation of this case revealed no device malfunction, no component failure, and no alerts, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.